Event description:
It was reported by svc report that the fowler was stuck in the upper position. There was no pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: malfunctioning cam card.